Manufacturer narrative:
Intermittent up arrow button was found to be due to corroded keypad traces. The device had battery tube threads cracked, broken reservoir tube lop, minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube and cracked lcd window.

Event description:
The customer reported via phone call of issues with their insulin pumps keypad. The customer states it takes five to ten minutes for a number to go over. The customer states the keypad looks worn. The customer states up arrow has been intermittently been non responsive. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device and that it would have to be returned and replaced.